Manufacturer narrative:
The patient codes and evaluation code-conclusion have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2018-aug-29. It was reported the patient developed local irritation and inflammation at the pump pocket site about three to four months after implantation, (B)(6) 2017. The patient improved with steroids, a culture was taken, and was negative. There were no constitutional symptoms. On (B)(6) 2017, the pump was removed for wound disorder/diagnosis. Regarding contributing factors and relevant medical history that my have caused or contributed to the event, it was reported the patient had hypersensitivity. The device had been discarded and would not be returned. The patient recovered from surgery, and there was no long-term sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for spinal pain. It was reported the pump was removed because the patient¿s body rejected the pump. It was unknown when the device was explanted. No symptoms were reported. It was unknown when this issue occurred. No further complications were reported or anticipated.